Event description:
It was reported that the pump was refilled in the beginning of (B)(6). At the beginning of september for 8 days (3rd through the 10th) the patient felt like he was going into withdrawal. He was taking oral meds (percocet) to relieve pain and it worked. Then suddenly on the 9th and 10th day it went away. The patient thinks the pump failed during this time. The patient had an MRI and when he was done they checked the pump and said it appeared to be working properly. When they withdrew the medication from the pump it was supposed to be 3cc and they took out 7cc. The nurse suspected there was scar tissue causing blockage or a kink in the catheter. They checked the catheter and said was okay. As of(B)(6) 2013, the patient was feeling comfortable and not on oral meds. He was getting breakthrough pain depending on what he did for the day. The pump was delivering bupivacaine and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l50970, implanted: (B)(6) 1998, product type catheter. (B)(4).